Manufacturer narrative:
Evaluation of the device determined that the fusebox processor unit was the source of the malfunction. It was not properly receiving or transmitting electrical signals because the connector port was not providing adequate contact. It was replace at the user site.

Event description:
During a gastroscopy procedure, it was reported that the image zoom function was operating without being activated, and that the image froze intermittently on the monitors. There was no report of pt injury. Submission of this report does not, in itself, represent a conclusion that the medical device caused or contributed to an adverse event.